Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a (B) (6) patient (weight unknown) with history of gastric ca in (B) (6) 2008. According to the complainant, the physician attempted to remove the ureteral stent in (B) (6) 2009. The physician reported that there was resistance during removal due to multiple calcifications. The stent detached leaving a remnant of the stent in the patient's ureter. They made 4 attempts to remove the stent using eswl. Currently, the patient has this device in one ureter and bard inlay ureteral stent in other ureter. The ureter with bard inlay ureteral stent is on the verge of obstruction even though it had been implanted 3 months ago. The patient is scheduled for another eswl treatment (date unknown) to remove the stent. The patient is reported to be in "stable" condition.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. (B) (6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.